Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - after an implant duration of approx. 71 months, oversensing was reported. The device and the associated lead were explanted. No adverse pt side effects have been reported. The date of implant was not provided.